Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several ventricular noise reversion episodes and lead noise were noted on the right atrial and ventricular leads. The atrial noise was mildly reproducible with isometrics and caused mode switching episodes. The patient is not device dependent. There was no intervention preformed. Related manufacturer reference number: 2017865-2019-16468.